Manufacturer narrative:
B3. The date of the event is unknown; therefore, the event date will be recorded as the first day of ICU aware date. E1. Initial reporter phone (B)(6). The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, and the reported issue was not evident. Visual inspection and functional testing were performed, during which the downstream occlusion (dso) seal was observed to be cracked. The reported issue was not confirmed; however, the probable cause could not be determined. The dso was calibrated and the dso seal was replaced, which resolved the issue. Performance verification testing (pvt) was subsequently performed, and the unit met all acceptance criteria.

Event description:
It was reported that the pump displayed an error code 46440. This is a high-priority alarm that prevents device operation and interrupts therapy. There was unknown patient involvement, and unknown harm was reported.